Manufacturer narrative:
The reported high-piched noise is an indication to the operator that a loss of power has occurred. The MFR has requested the treatment data files related to the reported event, but they were not available. Without treatment data files, the suspected power failure can not be confirmed. The machine was inspected by the facility's biomed. The reported condition could not be duplicated. The machine was returned to service.